Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department with unrelated symptoms. The clinic discovered that the right ventricular lead exhibited episodes of automatic mode switch (ams) with loss of capture. Intervention was discussed but no programming changes or testing has been done as of yet. The patient was stable. The patient was sent to their cardiologist.